Event description:
It was reported that the customer received cartridge change error alarms with multiple cartridges. Additionally, the blood glucose (bg) level was displayed "high" however exact value was not provided. Customer resolved elevated bg by administering a manual insulin injection, without 3rd party involvement required. New cartridge was loaded and the customer completed load sequence and resumed insulin successfully.